Event description:
Patient reported their doctor recommended they avoid using the aligners due to chronic headaches. Letter of recommendation provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.